Manufacturer narrative:
During testing, the device powered on and alarmed audibly for s321 (cha: motor error) malfunction alarm code. The device was disassembled and a visual inspection on the mr2 motor found that the rtv seal was broken which caused the mr2 motor to be moved out of position. The probable cause of the s321 malfunction alarm code was due to a broken rtv seal on the mr2 motor. An investigation found that rtv issues were caused either by rtv being under-applied to the inspection, or excess grease from the o-ring installation was not removed and the rtv is applied over grease. In either case, the rtv may fail to hold the motor in place under a load which will result in an s321 malfunction. The customer reported s320 malfunction alarm code was not duplicated during testing; however, it was noted in the device history. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the customer center with a report from the customer contact indicating they cannot reset the channel and error s320 (led error-pmc, left). These do not indicate reportable malfunctions. However, during verification testing at the service center, the device powered on and alarmed with a s321 (motor error-pmc, left) malfunction alarm code.